Manufacturer narrative:
Correction: in review of the file, it was found that the 8015 suspect instrument was erroneously reported as the suspect for this file. The pri-tubing set is the suspect disposable product. T he suspect for this event is captured under emdr353763. A1, a2, a3, a4 were requested but not provided, however the event occurred in the pediatric surgery unit, therefore it is presumed that the patient was a pediatric patient.

Event description:
It was reported from the 12e pediatric surgery department that when the nurse tried to connect the patient's IV medication, it was found that the male luer was broken. Although requested, no further information was provided by the customer.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that when a clinician on the (B)(6) unit went to connect a patient's IV medication and discovered, that the hub, at the connecting end was broken. The patient impact is unknown and this was reported by the surgery pediatric service.